Event description:
During a patient call to the baxter technical service representative on (B)(6) 2011 for an unrelated issue, the patient indicated he had experienced peritonitis. Information received from the facility nurse on 12/01/11 indicates: the male patient was diagnosed with peritonitis on (B)(6) 2011. The patient was hospitalized from (B)(6) 2011.

Manufacturer narrative:
(B)(4). As the patients discard supplies after each therapy, the sample was not requested. Should additional information become available, a follow-up will be submitted.

Manufacturer narrative:
(B)(4). A batch review was performed for potentially associated lot numbers (h11e22034 and h11g24028) with no defects noted. The cause of the peritonitis was undetermined. Baxter has conducted a trend review and found that similar reports have been received for the reported problem. This issue is being investigated through CAPA.